Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The expiration date was corrected. The clinic provided berlin heart with an image of the blood pump at the time of the incident. The image showed bumps on the membrane that can be seen through the air chamber and also particles directly in the air chamber. The affected blood pump was returned to berlin heart for analysis following the exchange and the customer complaint can be confirmed. Initial visual examination of the returned blood pump confirmed graphite agglomerates between the membrane layers. For further investigation, the pump was submitted for an external CT examination. All three membrane layers lay parallel to one another and no abnormalities were detected in any of the layers. Particles were noted between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually examined. Graphite agglomerates were found between the membranes, confirming the clinic's observation. All three membrane layers were intact. The thickness of the individual membrane layers of the returned blood pump was re-measured at fixed points. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. No membrane defect could be detected. The cause of the abnormality is most likely due the graphite particles formed by abrasion between the membranes. The resulting graphite agglomerates led to the appearance of bumps between the membrane layers.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 to (B)(6) 2019 (63 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Further investigation of the affected blood pump is currently ongoing and a detailed report will be submitted upon completion of the analysis.

Event description:
We were informed by the clinic that graphite agglomerates were noted between the membrane layers of the excor blood pump of a patient supported in the lvad configuration. The clinic provided berlin heart with images of the blood pump. After review of the images, berlin heart clinical affairs personnel confirmed appearance of abnormalities on the membrane layers and berlin heart clinical affairs personnel recommended a preventive exchange of the affected blood pump. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.